Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was having a head MRI. Caller told by pt's wife that patient's leads are broken. Technical services (tss) reviewed that pt may still be eligible for brain MRI, depending on the condition of the leads. Leads are in lower back area per imaging they have. Tss reviewed charging up ins again (pt had stopped using their therapy due to lead issue) and putting ins into MRI mode for scanning or working with managing hcp / MRI eligibility form to clear pt for MRI.